Event description:
Caller states that she received a result of 138mg/dl on the device and approx 90 minutes later she had a seizure. The paramedics were reportedly called and they obtained a result of 45mg/dl on their device. She states they administered an IV and gave her a pill to elevate her blood glucose. She was transported to the hosp, she reports, and was sent home the same day. She stated that she also performed a back to back comparison with the device with the results of 27mg/dl and 148mg/dl. No quality controls were used. Requested return of suspect device and replacement was sent.